Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to seizure and low blood glucose. The blood glucose reading at time of call was 202 mg/dl. It was stated that the customer was experiencing unexplained low glucose for the past day. It was stated that the customer's low glucose was treated with a glucose shot. Troubleshooting was performed. It was stated that the customer programmed a bolus of 22.7 units the night before and the insulin pump alarmed motor error. Then the insulin pump programmed 6.0 units. The mother stated that the customer did not program the 22.7 units bolus or 6.0 units bolus. The customer was unsure if the numbers were ramping on their own, and possible had an over-bolus. Ran a displacement and self test and the insulin passed the tests. The customer also reported receiving no delivery alarm. No further info was provided.